Event description:
Boston scientific crm received information that this right atrial lead exhibited impedance measurements greater than 2500 ohms. An x-ray revealed no lead fracture.

Event description:
Information was later received that this lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.